Event description:
The reporter called lfs on behalf of pt alleging that their one touch ultra meter was reading inaccurately control high. The pt neither alleged harm nor experienced injury or medical intervention. The control solution result of 145 mg/dl was reported to have been outside the specified range. The meter, test strips, and control solution were replaced.